Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Initial reporter state: (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a laser ureterolithotomy procedure in the kidney and ureter, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the coil was detached. The guidewire completely removed the detached coil and stent another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be good.